Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the (B)(6) 2017, the patient called the site hotline because high power alarms occurred. A pump thrombosis was suspected, so the patient was transported to the hospital. Besides the increased pump values, the acoustic measurement showed a high imbalance of the rotor (significant 3rd harmonic). Also, the hemolysis parameters were increased. A lysis therapy was initiated. The pump values and the hemolysis parameters decreased. The next two days there was a continuous mean of power increase of 0,2w compared to the historical normal values of the pump in this patient. A high imbalance was measured with the acoustic measurement. Another lysis therapy was performed on (B)(6) 2018. After the second lysis therapy, the pump values decreased to the normal values. The patient could be discharged home. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017; 28 high watt alarms were logged since (B)(6) 2017. Of note, it was reported that after the second lysis therapy, the pump values decreased to normal values. The patient was discharged home. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.